Event description:
The plaintiff's attorney alleged that the patient experienced a heart attack due to exposure of granuflo and naturalyte which was administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event, associated with six reportable events.